Manufacturer narrative:
(B)(4). This event concerns a device that was mfg and used outside the united states. Analysis is pending.

Event description:
During an implant attempt of the subject device, a lead connection issue was reported in the ventricle. Reportedly, the physician had difficulties to fully insert a lead into the port. The physician was able to fully insert the lead and obtained clicking of the screwdriver, but the lead easily removed by pulling. Another pacemaker was subsequently implanted instead.